Event description:
The bur hole cap would not secure to the existing bur hole ring. The deep brain stimulation lead was already in place. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).